Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery the screen is not showing the level as it is suctioning and it is not registering in either cylinder due to a faulty fuse. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
This device did not cause or contribute to serious injury. Therefore, this is not reportable; the initial report was forwarded in error and should be voided.

Event description:
This device did not cause or contribute to serious injury. Therefore, this is not reportable; the initial report was forwarded in error and should be voided.